Event description:
It was reported that the pump software did not accurately adjust the amount of insulin delivered. There was no adverse impact to the customer¿s blood glucose level. Reportedly, a pump reset was performed to address the event and the customer continued to use pump for insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.